Event description:
Zeltiq received a call from a female patient on (B)(6) 2012. The patient received coolsculpting treatment on (B)(6) 2011 with the coolmax applicator (8.0) on her lower abdomen. The patient described that approximately 4-5 months post-procedure, her abdomen seemed to be "hard." The patient followed up with a plastic surgeon who recommended liposuction or abdominoplasty. During the initial contact, the patient also informed zeltiq that she planned to have liposuction to treat the condition. Zeltiq contacted the treating office and the plastic surgeon for follow-up. On (B)(6) 2012, zeltiq received corroborating information from the treating office that the patient had liposuction on (B)(6) 2012, making this a reportable event. A follow-up report will be made to the agency if and when new information is received about this case.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. Per the physician's office the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment.